Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemo colectomy procedure, the surgeon alleges that while using the device, the clips did not close properly and they were falling off the vessel he was trying to ligate. After being unsatisfied with the first ligamax, he opened a second and was very happy with its performance. There were no adverse consequences to the patient.